Manufacturer narrative:
Manufacturer¿s analysis confirmed the customer comments that the device had broken output connectors and that the hanger assembly was missing. It was also noted that the lower case was missing the battery drawer and was contaminated, the keypad window was scratched, main seal was contaminated, hanger screw was missing, one plug was contaminated, and the hanger o-ring was missing. All found defective parts were replaced and all other identified issues were resolved. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the output connectors of the external pulse generator (epg) were broken, and the hang strap was missing. The epg has been returned for repair. There was no patient involvement.